Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture and testing prior to removal showed high impedance. On pro cedural anteroposterior view it showed possible subclavian crush. The rv lead was partially removed and replaced. No patient complications have been reported as a result of this event.